Event description:
The pt reported that after walking through a retail store entryway she felt a jolting sensation and her interstim device stopped working properly and became painful. She received a return of symptoms. No further complications have been reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.